Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k021819.

Event description:
On (B)(6) 2010, the lay user/patient's caretaker contacted lifescan (lfs) alleging that the ok button on the onetouch ultrasmart meter was stuck/ sticking. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on an unspecified date in 2009. The patient manages her diabetes with insulin (no adjustment); however, it is not known what action, if any, the patient took in response to the alleged issue. It is not known if the patient continued to test with the subject meter after the alleged issue began and the reporter denied that the patient tested with another device. As a result of the alleged meter issue, the reporter claimed the patient experienced nausea (date/time unknown). According to the csr's documentation, as a result of the alleged issue, the patient allegedly went to the hospital; however, the reason for the hospital visit and the date/time of the visit are not specified. The reporter claimed that as a result of the alleged issue, the patient was administered 70/30 insulin as treatment by a health care professional (date/time unknown); however, it is not specified if the insulin was given to treat an acute complication or if the insulin was a regimen prescribed by her physician to begin taking. During troubleshooting, the csr verified that there was no misuse of the lfs product and it was not the patient's first time using the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional as a result of the reported meter issue.